Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. On (B)(6) 2024, around the event's time, the patient was on a cruise. It was reported that the patient was found by family members and was unresponsive, seemed ¿out of it,¿ was disoriented and was not responding to questions, and would have been dizzy during the event. The patient´s sister provided sugar tabs and gave a soda and snacks immediately. A fingerstick was taken, but the specific blood glucose reading was not remembered, however it would have been low. No cgm reading was reported from the event, but dexcom would not have alerted for a reached low threshold. The patient stated that he thought the cgm reading would have been inaccurately high. The patient recovered after treatment and was stable. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.